Manufacturer narrative:
Findings: unit powered up properly after battery installation and no blank display noted. Unit received with normal operating currents and no unexpected off no power, battery out limit, low battery or failed battery test alarms noted. Unit passed rewind test, basic occlusion test and displacement test. Unit was received with motor error alarm during occlusion test due to faulty fsr (gold). Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was 100 mg/dl. The customer stated that went she put the reservoir in and then the device doesn't work. The customer stated that there is no significant events leading to the alarm. Customer does not use the sensor feature on the device. Customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.